Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380- 2024 - 19646 - device 4 of 4

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 the event is for 1 time and on (B)(6) 2024 the event is for 2 times and four infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen on (B)(6) 2024 for 1 time and (B)(6) 2024 for 2 times in upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.